Event description:
It was reported that the patient received inappropriate shocks, and the lead integrity alert (lia) triggered. The right ventricular (rv) lead apparently fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.